Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements of 112-125 ohms. Defibrillation threshold (dft) testing was performed to test the system and shock impedance measurements post shock delivery was noted to be stable and within normal limits at 85-87 ohms. Additionally, the patient complained of pain in the pocket area. A revision procedure was performed. The device was repositioned in a more medial position. The device and lead remain implanted and in service. No additional adverse patient effects were reported.